Manufacturer narrative:
(B)(4). S/w 6.7w retainer ring = black. Case type = ngp prime. On (B)(6) 2022, the customer alleged for the low battery life, power error and pump error 25 alarm. The sc1 locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2022 18:10:00.000 power loss alarm on (B)(6) 2022 at 08:13:22.000 and 08:13:30.000 failed batt/battery failed alarm on (B)(6) 2022 at 09:03:26.000 pump passed self test, sleep current measurement, active current measurement and displacement test. No power error or low battery life during testing or in the pump history. No pump error 25 alarm found in the pump history and during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor assembly noted. ¿ in summary, pump passed required testing. Customer alleged for low battery life, power error and pump error 25 alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 25, charge/battery lasts less than expected, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.